Event description:
Refurbished harmonic ace shears with curved blade - tip broke during usage. Shears removed from case, replaced.what was the original intended procedure?laparoscopic liver resection, segment 6.device #1is this a laboratory device or laboratory test?no.